Manufacturer narrative:
(B)(4). Date sent: 11/21/2023. D4 batch #: unknown. Additional information was requested and the following was obtained: * did the device deliver any staples? Yes. If yes, were the staples formed properly? Yes. If yes, was the staple line complete? No. * did the device cut? If yes, was the cut line complete? No. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Irregular * was the device locked on tissue with the jaws closed? Yes. * if yes, how was the device removed? Surgeon cut the tissue. * what troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Manual override. * did the jaws eventually open? No. * was there any patient consequence or change in the post-operative care of the patient because of the event? (Extended hospital stay, readmission, re-operation, etc.). Yes, might need re operation. * what is the most current patient health status? Unknown. * was there any patient consequence or change in the post-operative care of the patient because of the event? (Extended hospital stay, readmission, re-operation, etc.) Yes, might need re-operation (any updates regarding this point?) No. * what is the most current patient health status? Unknown (any updates regarding this point?) Patient is discharged. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the device stuck in the colon while stapling and not able to open the stapler handle.